Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the insulation worn off the thoracic grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube insulation is scratched and some of the insulation has been removed at the distal end and is missing. The scratches measure approximately .023 - .247 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; damage to the instrument's main tube could likely cause or contribute to an adverse event if the failure mode were to recur.